Manufacturer narrative:
The subject device was received from the user facility and after investigation by a lumenis technical specialist, it was determined the root cause for the reported event to be excessive bend forces applied under power in contradiction to device labeling.

Event description:
It was reported that during a holap procedure, the physician sustained a third degree burn to his hand as a result of a fiber break. Sylvadine was used to treat the area with no further complications reported.